Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a valve-in-valve implant of a 23mm sapien 3 ultra valve inside of a 25mm non-edwards surgical valve. Approximately three (3) months post-procedure, it was reported increased gradients from 28mmhg to 41mmhg. The patient was stable and asymptomatic. No thrombus was observed on CT. The plan is to perform a post dilation +/- valve cracking to see if it helps with the increased gradients. The patient remained asymptomatic and a repeat echo showed the gradient as still elevated. There was only minimal halt at the very base of the r and l cusps of the valve on CT but no motion restriction on the leaflets.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device code and investigation conclusions and investigation findings. Added new information to h.6 component code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for increased gradient was confirmed through the medical record provided. However, the complaint for leaflet thickened/halt was unable to be confirmed due to unavailability of medical records or imagery. A review of the DHR and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. An existing technical written by edwards lifesciences has documented that the cause of valve dysfunction presenting as stenosis/increased gradient. Potential root causes for stenosis and increased gradient within 5 years include hemodialysis, hypercholesterolemia, diabetes mellitus, valve thrombosis, valve endocarditis, rheumatic fever, pannus formation, under-expansion/under-deployed, valve-size selection and patient-prosthesis mismatch. Aortic valve stenosis (as) is the most frequent reason for prosthetic valve replacement in adults. Its incidence increases with age. Development of the most frequent form, degenerative-calcific aortic stenosis, is related to atherosclerotic risk factors. The narrowing of the aortic valve orifice leads to creation of a systolic pressure drop, the gradient, between left ventricle and ascending aorta. The pressure overload from aortic stenosis causes concentric left ventricular hypertrophy and later heart failure. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Per the instructions for use (IFU), thickened leaflet is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Leaflet thickened develops progressively over time can be due to a number of issues including patient related factors (e.g. Thrombosis) or structural valve deterioration. As reported, ''three (3) months post-procedure, it was reported increased gradients from 28mmhg to 41mmhg. Patient was stable and asymptomatic. No thrombus was observed on CT. The plan is to perform a post dilation +/- valve cracking to see if it helps with the increased gradients.'' And ''there was only minimal halt at the very base of the r and l cusps of the valve on CT''. As such, available information suggests that patient factors (thickened leaflet) and/or procedural factors (under-expanded thv) may have contributed to the reported increased gradient. However, due to limited information, a definitive root cause was unable to be determined at this time to the reported leaflet thickened /halt. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.